Event description:
The device has been explanted.

Event description:
Sales representative reported right side capsular contracture, baker grade unknown. Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted.

Event description:
Sales representative reported right side capsular contracture, baker grade unknown. Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ device is observed assessed as intact and functional. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Sales representative reported right side capsular contracture, baker grade unknown. Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted.

Event description:
Sales representative reported right side capsular contracture, baker grade unknown. Healthcare professional later reported capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Sales representative reported right side capsular contracture, baker grade unknown. Healthcare professional later reported capsular contracture, baker grade iii. The device has been explanted.